Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted for an unknown reason and returned for analysis. Analysis was done and the lead exhibited an insulation breach due to a depression while in vivo. The right atrial (ra) lead explanted for an unknown reason and was returned for analysis. Analysis was done and showed a fracture had occurred in vivo and the lead exhibited an inner insulation breach in vivo. The ra lead also exhibited an outer insulation breach due to a depression in vivo. The leads were replaced. No patient complications have been reported as a result of this event.